Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and decreased p waves. The lead exhibited improper model switches. The physician believes the ra lead may have a small fracture. The right ventricular (rv) lead demonstrated increased impedances. The sensitivity of the ra lead was adjusted the ra and rv leads remain in use. No patient complications have been reported as a result of this event.